Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation, damaged polymer, and bend were able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a de novo lesion in the left subclavian artery. After implanting a non-abbott stent, the ht command guide wire was advanced; however, seemed to be advanced between the previously placed stent and the vessel wall. The guide wire became stuck in the patient anatomy, was pulled with force, and the guide wire separated. The separated portion of the guide wire was retrieved using a snare device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previous medwatch filing, additional information received reported the device became bent and stuck with the guiding catheter and the deployed stent. The polymer on the guide wire was reported to be bunched and peeling. No additional information was provided.

Manufacturer narrative:
(B)(4): device was pulled with force. The device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It should be noted the hi-torque command peripheral guide wire instructions for use states: do not push, auger, withdraw, or torque if the tip is not maneuverable, or it becomes entrapped within the vasculature and this device meets resistance. Determine the cause of resistance and take appropriate remedial action as needed. Based on the reviewed information, no product deficiency was identified.